Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. The cause of the tones was unable to be determined and no codes or other issues with the device were seen upon interrogation. A pocket revision was performed due to pre-erosion. It was noted that the device had not eroded through the pocket at the time of the revision. Approximately ten months later the s-ICD and electrode were explanted due to an erosion. The s-ICD was returned for analysis. No additional adverse patient effects were reported.